Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead was noted dislodged during follow up check. The lead was explanted and replaced successfully. The patient was stable post procedure.